Event description:
The customer complained the dxc 600i access clinical system did not effectively aspirate wash at the cap piercer. Customer was not aware of the leak at the time. Service was dispatched and found a leak that was contained to the instrument. Customer stated there were no erroneous results generated. No exposure reported. Customer was wearing ppe including lab coat, eyewear, and gloves.

Manufacturer narrative:
Field service engineer (fse) was dispatched and evaluated the instrument. Fse reported the quick connect fitting was the cause of the loss of vacuum leading to the leak. Fse replaced the fitting and issue resolved. Beckman coulter internal identifier is (B)(4).